Event description:
Health care professional (hcp) reported the floors in the unit are very shiny and it is difficult to see when they are wet. Hcp was adjusting patient's chair when she slipped on fluid on the floor and fell down. An unidentified machine then fell on her ankle. Hcp applied ice and rapped the ankle with an ace bandage. After add'l staff arrived at the unit, hcp went to the ER and ankle was black and blue. Diagnosis at ER was a bad sprain. Hcp was given two prescriptions: relafen and percocet. Hcp stated it was not necessary to take the percocet, she took extra-strength tylenol for the discomfort. Hcp was placed on light duty and advised to follow up with facility physician. Facility physician placed her on light duty consisting of not standing for long periods. Hcp goes to physical therapy three (3) times a week. Hcp is currently under the care of a physician and has returned to work.